Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date of event has been estimated. Date of implant has been estimated the device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported, and the packaging was not returned. The investigation determined that the reported difficulties appear to be related to case circumstances. It should be noted that the supera instruction for use (IFU)states: proper vessel / duct sizing, preparation and attention to the pattern of the stent interwoven segments during deployment will help ensure nominal stent length deployment. In this case, it could not be determined if an IFU violation caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. An unspecified supera peripheral expanding stent system was used; however, the stent partially deployed in the introducer sheath and became elongated by more than 10%. The stent was ultimately implanted in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. Reportedly, the physician either took the wrong diameter or did not prepare the vessel sufficiently. No additional information was provided.